Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. Attempts were made to obtain additional information. It is unknown if erroneous results were reported out. There was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
H.6. Investigation: the complaint investigation for false positive results with the bd sars-cov-2 reagents for bd max¿ system (ref 44500301) unknown lot was performed by customer¿s data analysis and verification of complaints history. Customer provided runs files. Bd has received several other customer complaints for similar issue with the bd sars-cov-2 assay, for false n1 and n2 positive results. Review of customer¿s data revealed a common issue for all, related to the product design issues, combined to a contribution from the instrument. Analysis of the various databases received from customers showed atypical curves for n1 and n2 target, with a steady increase in fluorescence which generated a CT score and consequently positive results. These curves do not seem like true amplification and could be linked to a know product design issue of a high levels of background noise in all channel with bd sars-cov-2 reagents. Moreover, these atypical curves could have been caused by the 175 l tips included in the kits, since these tips were identified as a potential source of empty or partially filled pcr cartridge wells, which may generate such curves. Complaint verification showed a complaint trend on bd sars-cov-2 reagents for bd max system lots for false positive results. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#1632720) was initiated to investigate the root cause of the high background fluorescence values and some mitigation actions are already in process. In addition to that a corrective and preventive action, CAPA#1177233, is already initiated to investigate the 175 l tips contribution. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. Attempts were made to obtain additional information. It is unknown if erroneous results were reported out. There was no report of patient impact. Eua #:(B)(4).